Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, an error code five was shown after it worked for thirty minutes. Then the nurse used the wet gauze to clean the blade tip and it remained fail for the test. Next, the nurse re-assembled the blade and handpiece it failed, changed another handpiece it failed. Finally, the active blade tip was broken during the test procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.